Event description:
During an in-clinic follow-up, the patient underwent magnetic resonance imaging (MRI) without programming the device to MRI mode prior to the procedure. The device entered backup vvi (bvvi) mode and high voltage therapy was disabled. Abbott technical support was contacted, and the device was reprogrammed to resolve the event. The patient was in stable condition.